Manufacturer narrative:
Correction: lot number and device manufacture date updated to proper value. The awl was returned to the manufacturer for evaluation. Testing found that the tip is bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the awl became bent went attempting to hammer down for pedicle access on the final screw placement. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Since the issue was discovered during the last pedicle access, that instrument or replacement was not needed anymore to complete procedure. The instrument was replaced for the site.